Manufacturer narrative:
A partial lead, the connector end was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-08618. Related manufacturer reference number: 2017865-2020-08624. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiopulmonary arrest, multisystem organ failure, and septic shock. No additional information was available